Event description:
A valiant captivia stent graft system was implanted for the emergent treatment of a contained ruptured of a 9.5 cm in diameter thoracic aortic aneurysm. It was reported that the patient presented for treatment was for thoracic contained rupture and just before the first device went into patient the patient went hypotensive then while devices were being implanted the patient coded and expired a few hours after implant. Patient expired due to a contained rupture that later ruptured during the procedure.

Manufacturer narrative:
(B)(4).